Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +20.5d) was explanted due to visual disturbances. Prior to explant, the treating physician noted that the lens was observed to be mildly decentered temporally. A new lal (sn (B)(6), +21.5d) was implanted as a replacement.